Event description:
It was reported by svc report that the locking rail was bent and missing hardware. The bent rail prevented the fowler from being able to be raised or lowered. No pt involvement or adverse consequences are reported.